Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been improper device positioning resulting in incomplete hemostasis. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt)

Event description:
The user facility reported that the involved angio-seal device was used during neurosurgical treatment. The next day, bleeding was observed. One hour of manual compression was applied, and hemostasis was achieved. The physician commented that the incident might have been caused by deploying the anchor and pushing the tamper tube without maintaining the suture tension. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 7 mm. The patient recovered and was discharged from the hospital. Hemostasis was successfully achieved by the device and manual compression. The blood loss was less than 250cc's. Bleeding occurred out of the procedure room. A pre-deployment angiogram was performed. Sixty (60) minutes of manual pressure was applied. It was a left femoral artery puncture. The patient was discharged. The patient did not require non-surgical intervention due to the event. The patient did not require surgical intervention due to the event. The event occurred post-treatment. There were no other devices or equipment used with the reported product.